Event description:
User reported seeing a "power surge" on a puritan bennett model 840 ventilator in use on a pt which caused the display to go black and then come back within 10 to 15 seconds. The reporter believed that the ventilator section did not deliver a breath during this time. When the display came back on, the ventilator resumed or continued ventilation with its previous pt settings. Upon review in a test lab, the error ut0106 unassigned user vector was found at the approximate time of the observance. Upon further review of our inventory of puritan bennett 840 ventilators we found this error code in approximately 43% of 146 ventilators in use. The earliest this error was logged was (B)(6) 2010. This info was discussed with the local puritan bennett service rep, the puritan bennett field service mgr and they discussed it with other company personnel. Puritan bennett has been very supportive of the problem and will be performing a software upgrade to the ventilators to eliminate this problem. These ventilators are at times connected to a philips intellivue mp70 via a vuelink module and at times a philips/respironics nico cardiopulmonary mgmt system. Puritan bennett did not believe that these devices were the cause of the error.